Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at the end of the lead implant, noise was observed on the electrogram. The noise was not reproducible. It is suspected that an abandon rv lead may be in contact with the new implanted lead. An x-ray was recommended. Physician elected to make programming changes. The patient condition was good, and patient will be scheduled for an early follow-up.